Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This lead was explanted and replaced. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead had fractured resulting in failure to capture/sense.